Event description:
This is a spontaneous case report received from a lawyer on 03-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization it was reported that on (B)(6) 2016, she underwent surgery to remove essure device after experiencing severe pelvic pain and cramping. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic cramping (constant and severe)') in a female patient who had essure (batch no. C59245) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included live birth in 2010, live birth in 2007 and abortion. Previously administered products included for an unreported indication: iud implanon from 2010 to october 2015 and albuterol. Concurrent conditions included obesity, multigravida, parity 3 and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2015 for birth control, medroxyprogesterone acetate (dmpa) for contraception as well as diazepam (valium) until (B)(6) 2016, ibuprofen, ketorolac tromethamine (toradol) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("persistent lower abdominal") and dysmenorrhoea ("dysmenorrhea (cramp"). On an unknown date, the patient experienced abdominal pain ("cramping") and investigation noncompliance ("plaintiff had not undergone an essure confirmation test") and underwent skin graft ("skin graft"). The patient was treated with doxycycline hyclate, ketorolac and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the abdominal pain, dysmenorrhoea, investigation noncompliance and skin graft outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, investigation noncompliance, pelvic pain and skin graft to be related to essure. The reporter commented: she tolerated the essure insertion procedure well stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received- she did not underwent essure confirmation test was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic cramping (constant and severe)") in a female patient who had essure (batch no. C59245) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth in 2010, live birth in 2007 and abortion. Previously administered products included for an unreported indication: iud implanon from 2010 to (B)(6) 2015 and albuterol in 2005. Concurrent conditions included obesity, multigravida, parity 3 and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2015 for birth control, medroxyprogesterone acetate (dmpa) for contraception as well as diazepam (valium) until (B)(6) 2016, ibuprofen, ketorolac tromethamine (toradol) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("persistent lower abdominal") and dysmenorrhoea ("dysmenorrhea (cramp"). On an unknown date, the patient experienced abdominal pain ("cramping"), investigation noncompliance ("plaintiff had not undergone an essure confirmation test") and skin graft ("skin graft"). The patient was treated with doxycycline hyclate, ketorolac and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the abdominal pain, dysmenorrhoea, investigation noncompliance and skin graft outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, investigation noncompliance, pelvic pain and skin graft to be related to essure. The reporter commented: she tolerated the essure insertion procedure well stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 1-feb-2018: event dysmenorrhea, persistent lower abdominal, skin graft, investigation noncompliance was added with essure lot no. And pelvic pain was clubbed with previously reported event. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic cramping (constant and severe)") in a female patient who had essure (batch no. C59245) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth in 2010, live birth in 2007 and abortion. Previously administered products included for an unreported indication: iud implanon from 2010 to (B)(6) 2015 and albuterol in 2005. Concurrent conditions included obesity, multigravida, parity 3 and asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2015 for birth control, medroxyprogesterone acetate (dmpa) for contraception as well as diazepam (valium) until (B)(6) 2016, ibuprofen, ketorolac tromethamine (toradol) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("persistent lower abdominal") and dysmenorrhoea ("dysmenorrhea (cramp"). On an unknown date, the patient experienced abdominal pain ("cramping"), investigation noncompliance ("plaintiff had not undergone an essure confirmation test") and skin graft ("skin graft"). The patient was treated with doxycycline hyclate, ketorolac and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the abdominal pain, dysmenorrhoea, investigation noncompliance and skin graft outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, investigation noncompliance, pelvic pain and skin graft to be related to essure. The reporter commented: she tolerated the essure insertion procedure well stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.